Manufacturer narrative:
Failure analysis noted that the pump passed basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They motor position encoder error alarm was confirmed in the history file. They were unable to verify the no delivery alarm due to the motor error alarm. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 368 mg/dl. She stated that the pump crashed but her settings were still there. She stated that this was the second replacement pump. They were trying to bolus but the pump was not working right. The customer switched to her old pump but it did not have any setting. They were trying to change the set when it alarmed no delivery. The alarm was cleared and they attempted to restart but it alarmed motor error. They tried three times but it kept alarming motor error and the last alarm was motor position encoder error. Troubleshooting was not able to resolve the issue. The device was returned for analysis.